Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having drainage in the ipg incision site. The patient underwent an explant procedure. Device malfunction was not suspected.